Event description:
Report received of a complete tubing separation. The customer reported that a home health pt was receiving a tpn infusion. The pt had noted a complete separation of the tubing just distal to the cassette "as if there was no glue". There was no reported bleedback or adverse pt effect. The pt changed the tubing with no further problems. Additional pt info was requested, but no further info was available.